Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopically assisted vaginal hysterectomy. According to the reporter: non bladed trocar had a rattle sound upon removal from package but appeared normal so was placed in abdominal walls. Later in surgery, a forced removal through trocar caused cracking at bottom of sleeve.